Manufacturer narrative:
This report is being amended to reflect changes. Other device used: catalog #42522400710, persona vivacite articular surface, lot #62390356. No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Review of primary operative notes confirms patient underwent a right total knee arthroplasty due to osteoarthritis. The porous tibial plate was impacted onto the bone and the femoral and patellar components were cemented into place using a pressurized cement technique. Trialing revealed well balanced knee in all planes and range of motion was 125 degrees with good patellar tracking. Review of primary operative notes does not indicate root cause. It was reported that the physician believed the patient became infected after an injection for pain, but this is not confirmed. The patient's tibial plate and articular surface were revised, but revision operative notes were not provided and therefore the exact reason for the revision cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to infection. The doctor believes the patient became infected after receiving an injection for pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. Updated information received reports that the patient had continued pain during increased activity and felt as though the knee was "constantly moving around". The patient received cortisone shots to alleviate the pain. The components had been implanted for approximately 1.5 years when the swelling occurred and it was confirmed the patient had an infection. It is still believed at this point that the infection was caused by one of the cortisone shots, but this cannot be confirmed. A definitive root cause cannot be determined with the information provided.